Event description:
It was reported that the pacemaker dependent patient presented in the or for a lead revision procedure due to noise on the right ventricular lead. Upon interrogation of the device, noise was observed on all three leads. Noise was not observed on any lead through the psa or a replacement device. The device was explanted and replaced, and the leads remain implanted. The patient will continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported noise could not be determined.